Event description:
Caller reported malfunction on pump, specifically displaying malfunction code malf 0. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's health. Customer was assisted by technical support in resetting the pump, after which the malfunction did not recur, and they were instructed to call back if issues persisted.